Manufacturer narrative:
The customer corrected the leak prior to service arrival. Per bec field service engineer (fse), the customer corrected the problem by bleaching the white blood count (wbc) bath which removed a clog. The clog was apparently not allowing the wbc bath to drain which in turn resulted in the bath overflow and aperture alert for the wbc parameter. The fse was dispatched on (B)(4) 2013 and performed routine maintenance including syringe replacements, peri-pump replacement, dual diluent filter replacements, and fluid barrier replacements. The fse also performed reproducibility. Minor adjustments were made to wbc, hemoglobin (hgb), red blood count (rbc) calibration factors following the syringe replacement. Failure mode: leak was attributed to a clog in the wbc bath. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak of 5 cubic centimeters (cc) from the baths while starting up the coulter ac-t 8/10 analyzer. The leak was found to be uncontained and leaked onto the counter. The instrument generated non-numeric results to alert the operator of an instrument problem. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No patient results were affected in connection to this event.